Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A report of intermittent noise on the rv channel in recordings transmitted to home monitoring was received. Noise has not yet been reproduced in office but further evaluation will be performed. Lead remains implanted.